Event description:
Report received of an overdelivery. The pump was reportedly prgrammed in the dose calculation mode to deliver diprivan 10mg/ml at a dose of 10mcg/kg/min. The nurse stated that the pump display indicated that the infusion being delivered was "10mcg/kg/min" when the infusion was started. Approximately one minute later, the pump sounded an alarm for distal occlusion. The nurse unhooked the primary tubing line from the pt's IV cannula and flushed the line with 10cc of normal saline. The infusion was restarted after the tubing was reconnected to the pt line. Approximately 15 minutes later, the pump sounded an alarm for proximal air-in-line. At this time, the nurse noted the diprivan bottle, which had contained 90 ml, was empty. The nurse reported that the pump display indicated that the pump was infusing "on regular mode and not on the therapy mode" they had programmed. The physician was paged. Upon arrival, the physician noted the pt was bradycardic and hypotensive. The pt was "successfully resuscitated". There were no reported adverse pt sequelae. Although requested, there was no additional info provided.